Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: unk, unk liner, lot: unk; part: unk, unk modular head, lot: unk; part: unk, unk cup, lot: unk. Multiple MDR reports were filed for this event, please see associated reports: liner: 0001825034-2019-04109; head: 0001825034-2019-04108; cup: 0001825034-2019-04107; stem: 0001825034-2019-04106.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Subsequently, the patient experienced increased pain and difficulty ambulating, receiving steroid injections for trochanteric bursitis, which the surgeon attributed to her chronic back pain and sciatica complications. The patient was revised, nine years after the initial surgery, due to severe pain, difficulty ambulating, and pseudotumor diagnosed on MRI. During the revision, it was noted that the greater trochanter was completely void of abductor attachments and severe tissue damage due to implant wear and debris. The head and liner were exchanged without complication. Attempts have been made and no further information has been provided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.